Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. Frozen screen not confirmed. Device test failed not confirmed. Device time was synced and monitored for three days. Time or clock anomaly not confirmed. No device alarms were noted during testing. E/a alarm unspecified not confirmed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring pump error issue, self-test was failed, had frozen display. The customer¿s blood glucose level was 143 mg/dl at the time of the incident. The customer also reported that the buttons were not responding during alarm. The customer was assisted with troubleshooting. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.